Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out lock latch on video connector causing loss of image when wiggle the scope end connector does not hold scope connector properly. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was a worn out lock latch on the video connector, which caused loss of image when the scope end connector was wiggled because it did not hold the scope connector properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no video showing up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.